Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump error alarms. Customer was not able to clear the alarm. Customer also stated insulin pump received stuck button alarm. Customer stated insulin pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed active current measurement test. Device failed rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly. Device received pump error 75 during self test and failed sleep current measurement due to corroded electronic assemblies. No button error alarm noted upon testing. No pump error 48, 23 or 68 anomalies noted during testing.